Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a red "x" showed on the ready-for-use (rfu) indicator and an alarm sound was made. It was found during repair that the battery could not distribute power to the heartstart mrx defibrillator. There was no reported patient or user involvement and no adverse patient/user impact.